Event description:
Customer reported receiving a result of 260 mg/dl on their freestyle flash blood glucose monitor. Customer reported to have modified their medication based on this result (unspecified medication and modification to dosage). The customer then reported to experience symptoms of sweating and vomiting. Customer was taken to tampa general hospital where they were treated and diagnosed with hypoglycemia. Orange juice was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's products have been requested back for an investigation. A follow-up report will be filed once investigation results are available.